Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm)involved with this complaint and the reported 23062 x8 error was confirmed but not replicated. In artemis, the 23062 error was found indicating fault on the degrees of freedom (dof) 9 confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the dof 9 stator was inspected, and no faults could be identified. The probable root cause was attributed to a defective dof 9 stator on the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer complained about repeated recoverable error 23062 on universal surgical manipulator (usm) arm 3 was observed. The procedure was aborted with no patient involvement with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced universal surgical manipulator (usm) 3 to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such.